Event description:
It was reported to philips that the system was difficult to start-up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Despite prior indication, additional information confirmed that the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on-site and found that the system had shut down unexpectedly. The fse suspected the suite pc to be defective and replaced it to resolve the issue. Analysis of the system's log file identified that the issue may have been related to the system not being rebooted routinely. The system's instructions for use (IFU) recommend that the user perform a cold restart of the system every day. The suite pc was returned for further analysis, and no failure was observed. After replacement of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.